Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no lines through the display were observed during investigation. The display was dim and discolored. Unrelated to the display screen, the battery cap was damaged and there was a crack in the battery compartment at the threads. The up and down buttons had an intermittent response. Contamination was found underneath all of the keypad button contacts. The audio bolus button cover was torn and intermittently unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.